Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 1997, including records for previous abdominal procedures, were not provided. (B)(6) 19997: (B)(6) - history & physical. Hpi: over a year ago was in a motor vehicle accident with major abdominal trauma. He underwent three abdominal operations for liver injury. He presented to the office complaining of a bulge just to the left of the midline of the umbilicus. He was evaluated and scheduled for surgery. Exam: abdomen; soft, bulge left mid abdomen lateral to the umbilicus, three fingerbreadth defect. Reduces easily, increases on valsalva. It possibly encompasses the umbilicus. Impression: incisional hernia. S/p multiple operations. Plan: repair incisional hernia (B)(6) 1997. (B)(6) 1997: (B)(6) - operative report. Assistant: dr. (B)(6). Preoperative diagnosis: incisional hernia. Postoperative diagnosis: multiple ventral incisional hernias. Operation: repair of multiple ventral incisional hernias with bi-layer gore-tex mesh. Indications: over a year ago was in a motor vehicle accident and had major abdominal trauma. He underwent three abdominal operations for liver injury. He presented to the office recently with a bulge just lateral to his umbilicus. He was found to have an incisional hernia, was evaluated, and scheduled for surgery. Operative procedure: ¿the patient was taken to the operating room where under general anesthesia a foley catheter was inserted. The abdomen was prepped and draped in the appropriate manner. The patient had midline incision from the xiphoid to just above the symphysis pubis. There was a bulge just to the left of the umbilicus. An elliptical incision was made beginning at the mid upper abdomen, around the incision, around the umbilicus, down toward the symphysis and carried through the skin and subcutaneous tissue. The old scar with the umbilicus was removed. A small defect was then seen just to the left of the umbilicus. The fascia was grasped and opened superiorly. There were abdominal wall adhesions. These were taken down as we went. We opened up to the mid upper abdomen and down to the mid lower abdomen below the umbilicus. There was a fairly large defect lateral to the umbilicus and there was bowel and omentum stuck in that. This was taken down with sharp dissection. Adhesions were taken off the left abdominal wall using sharp dissection and off the right abdominal wall with sharp dissection. The good fascia was very laterally on each side. We felt superiorly and there were several hernias in the abdominal wall superiorly, so therefore we ended up opening the fascia all the way to the xiphoid. As mentioned, there were multiple hernias. The adhesions were cleaned off the abdominal wall completely around the incision laterally and superiorly and inferiorly. We also opened the incision inferiorly almost down to the pubis. The fascia was very thin near the midline and a lot of fascia was totally excised. At this time, we had a large defect encompassing the whole abdominal wall. When we pulled the fascia together it was too tight, so therefore we felt we had to do a primary mesh repair. We decided to do a two layer with the smooth gore-tex mesh on the inside and the fenestrated micro-mesh on the outside. The mesh that we used was 1.0 mm thick. The first piece of mesh was taken and placed inside the fascia and laid over the bowel. It was sutured to the fascia with large fascial stitches with #0 gore-tex running suture. This was done superiorly and then down each side about half way down the defect. Another large piece of mesh was taken and placed inside the fascia and over the bowel. We sutured mesh to mesh across the midline with #0 gore-tex running suture. Then the mesh was sutured to the fascia on each side and inferiorly with #0 gore-tex running suture. This formed a nice covering over the bowel with good fascial bites and good strong repair. We then took some fenestrated micro-mesh which was 1.0 mm thick. The top one was impregnated with antibacterial solution. This was sutured on top of the fascia with #0 gore-tex running sutures beginning superiorly and then down each side about midway down the defect. Another piece of fenestrated micro-mesh was taken and laid inferior to that. Mesh was sutured to the mesh transversely with #0 gore-tex suture and then sutured to the fascia with #0 gore-tex running suture on each side and then inferiorly. This formed a nice tight bi-layer covering of mesh. The wound was irrigated thoroughly with kefzol solution. Hemostasis was maintained. Three jackson-pratt drains were laid in and brought out through the abdominal wall and sutured with #2-0 silk suture. The subcutaneous tissue was then closed with #2-0 vicryl running suture and the skin was closed with approximated skin staples.¿ ¿a nasogastric tube was inserted during the case also. There were no complications and the patient returned to the recovery room in satisfactory condition.¿ product identification records for the alleged ¿bi-layer gore-tex mesh¿ were not provided. (B)(6) 1997: (B)(6), md. Pathology report. (B)(6). Pathologic diagnosis: skin, old abdominal scar, excision: dermal fibrosis. Omentum, partial excision: mature adipose tissue with focal hemorrhage and fibrosis. Clinical history: incarcerated hernia. Gross examination: a single container is received in formalin labeled ¿old abdominal scar and omentum¿. The specimen consists of multiple fibrofatty tissue fragments and portions of skin. The largest of the skin fragments includes a central depression, presumably the umbilicus, and measures 17 x 3.7 x 2.0 cm. Along the length of the ellipse a well healed scar is identified, measuring 15 cm in length. An additional fragment of tan skin is included measuring 5.5 x 1.9 x 1.0 cm, also containing a well healed linear surgical scar. The fatty subcutaneous tissue included in these fragments demonstrates dense fibrosis. Within the fatty tissue fragments extensive fibrosis and surface hemorrhage is observed, with one of the fragments containing multiple blue sutures. These fragments measure 18 and 17 cm in maximum dimension. Representative sections of the skin and fibrofatty tissue fragments submitted in two cassettes. Microscopic examination: sections of the abdominal scar show skin with an intact mature keratinizing stratified squamous epidermis. Within the dermis there is dermal fibrosis consistent with clinical diagnosis of scar. Sections of the omentum show mature adipose tissue with focal hemorrhage and focally covered by a connective tissue showing fibrosis with hyalinization. (B)(6) 1997: (B)(6) - discharge summary. Final diagnosis: multiple ventral incisional hernias. Status post operations. Hospital course: underwent repair of multiple ventral incisional hernias with placement of two layers of gore-tex mesh. His post-operative course has been absolutely benign. He is now tolerating a regular diet and ready for discharge. His wound looks good and half of his staples have been removed. His jackson-pratt drains are still in. Draining 60 cc a day. 2004: [missing records: records for the CT scan showing ¿infection¿ were not provided]. 2004: [missing records: records for the ir procedure were not provided]. 2004: [missing records: a culture report detailing analysis of the specimens collected during the procedure was not provided]. (B)(6) 2004: (B)(6) - operative report. Preop diagnosis: infected gore-tex mesh. Postop diagnosis: infected gore-tex mesh with recurrent ventral incisional hernia. Operative procedure: removal of infected gore-tex mesh, placement of absorbable mesh and repair of recurrent ventral incisional hernia. Findings: ¿infected gore-tex mesh and a ventral hernia. Specimens: infected gore-tex mesh and abscess cavity.¿ drains: two #10 flat jp drains. Complications: none. Operative indications: status post exploratory laparotomy for a grade IV liver laceration from an mvc in 1996 with subsequent ventral hernia repair with gore-tex mesh the following year. He apparently noted some fatigue and was found to have an infection on cat scan three months ago. CT-guided drains placed, two with culture positive for pseudomonas. Has been on IV meropenem through a PICC line for the past two months and was referred to us for further treatment which consisted of scheduling for removal of the infected mesh. Operative description: ¿the patient was taken to the operating room and placed supine on the operating table. General endotracheal anesthesia was established and the patient was prepped and draped in the standard surgical fashion. A midline incision was performed through his old incision incising the scar, carried down to the gore-tex mesh. The gore-tex mesh was entered and there was an abscess cavity beneath the two layers of gore-tex mesh. There actually were two layers of gore-tex mesh sewn in with a pseudocapsule around it. This was opened midline and the pseudocapsule was carefully dissected bilaterally to the edge of the gore-tex mesh which was then removed from the fascial edges and care was taken not to injure the underlying bowel. The entire gore-tex was removed in this fashion, cutting sutures as they were encountered and removing them and draining the abscess cavity between the two layers of mesh. The bottom layer of gore-tex mesh was folded over on itself and the small bowel was densely adherent to this and the pseudocapsule was taken down from this with the bowel along with it and that is where the largest abscess cavity was and the gore-tex mesh was completely excised and passed off the field as specimen. The abdomen was then irrigated with several layers of saline. There was the recurrent ventral incisional hernia superior to the prior mesh up near the xiphoid. At this point, the 20 x 20 surgassist gold was used and was sewn in circumferentially with 0 vicryl suture in a running fashion, affixing the superior ventral hernia. Once this was completed, two #10 flat jp drains were placed beneath the skin on the surgassist out laterally. The subcutaneous tissue was closed with a running 20 vicryl suture. The subcutaneous fat was pulse irrigated with saline. Skin was closed with staples. A sterile dressing was applied. The patient was extubated and taken to the pacu in stable condition.¿ (B)(6) 2004: (B)(6) - pathology report. (B)(6). Diagnosis: synthetic material (clinically abdominal mesh) (gross diagnosis). Clinical history: the working diagnosis is infected abdominal mesh. The operative procedure: removal of infected goretex mesh, placement of absorptive mesh. Description of specimen: gortex mesh. Gross description: a single specimen is received in formalin labeled goretex mesh (for gross only) and consists of multiple fragments of slightly thick and smooth tan mesh material with identifiable suture. The entire specimen measures in aggregate approximately 30 cm x 12.5 x 0.3 cm in greatest dimension. A scant amount of soft material tissue is adherent which measures 4.0 x 2.5 x 0.5 cm. Microscopic description/comment: I have reviewed all diagnostic slides and have edited the gross and/or microscopic portion of this report as part of my pathologic assessment and final diagnosis. ICD 9: 996.60 infection inflammation device graft, unspec device. (B)(6) 2007: (B)(6) - operative report. Pre/postop diagnosis: recurrent incisional hernia. Procedure: laparoscopic repair of incisional hernia 49166 ¿ 22 and the placement of a mesh 41968. Complications: no complication. Indication: mr. (B)(6) had a [sic] exploratory laparotomy for blunt abdominal trauma several years ago. He developed a ventral hernia that was repaired with mesh. The mesh had to be removed secondary to mesh infection. He comes back now to the operating room for repair of this recurrent incisional hernia. The patient understands the procedure, the possible risks and complications and signed a consent. Findings: the abdominal cavity was accessed after obtaining a pneumoperitoneum with an optiview camera. Multiple adhesions were seen inferiorly and around the defect. The original defect was approximately 8 x 8 cm but upon releasing the adhesions superiorly it was clear that the patient had a swiss cheese defect going up all the way to the subcostal area. The transverse colon was all draped around the defect and extensive difficult adhesiolysis was required in order to obtain an adequate bleeding zone. This took approximately 2 hours. The bowel was preserved at all times. A timesh mesh was placed to cover the defect. The mesh measured 35 x 15 cm. Twenty sutures were used to affix the mesh to the abdominal wall. At the end of the procedure, mesh placement was very adequate covering all the defects with an average of overlap on fascia of approximately 5 cm. There was a small, approximately 2 cm hernia way up in the subcostal area against the xiphoid that could not be repaired due to lack of landing zone but there was no herniation and it was left unrepaired. Description: ¿under general anesthesia the patient¿s abdomen was prepped and draped in the usual manner. A time-out procedure was performed. A 5 mm incision was made in the right lower quadrant right in the subcostal area. A veress needle was introduced in this area and a pneumoperitoneum was created without difficulty. A 5 mm optiview port was used to access the abdominal wall in the left side of the abdomen. The port was removed and the camera was reintroduced. The site of new insertion was identified with no bowel injury. The 5 mm port was introduced through the site where the peritoneum was placed. Another 5 mm port was placed more medically to obtain an adequate triangulation. At this time, an extensive adhesiolysis was performed to clear the omentum from the initial defect. The colon was again draped around the defect superiorly and a very careful prolonged adhesiolysis was required for approximately 2 hours to clear all of this area and obtain an adequate landing zone for the mesh. The pneumoperitoneum was then released to an intracavitary pressure of approximately 8. The defect was measured and the timesh was tailored to the size of the defect. Four sutures were placed in the corners of the mesh. The superior 5 mm port was then exchanged under direct visualization to a 10 mm port and this was used to introduce the mesh into the abdominal cavity. The mesh was then extended and placed overlapping the defect. The superior and inferior transfascial sutures were then used to orient the mesh and then several tugs were used to place the mesh in the desired position. After this was done, the transfascial sutures were placed, spaced approximately 4 to 5 cm to tack the edges of the mesh circumferentially. Twenty transfascial sutures were used to perform this. The tacker was then used to reinforce the edges of the mesh. Attention was then directed to closing the 10 mm port defect. The port was removed. A carter-thomason port was introduced under direct visualization. A suture was placed around the defect and the defect was closed. The pneumoperitoneum was evacuated. The incisions were irrigated and closed with monocryl. The incision as well as the small incisions for the transfascial sutures were covered with a dermabond. At the time of this dictation, the patient was in the process of being extubated.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® mycromesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® mycromesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 1997 whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected, and ¿withdrawn.¿ previous patient code (1930) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1997 through (B)(6) 2007 and not all records received in this time span are relevant to the two unknown gore devices, the gore® mycromesh® biomaterial, or the gore® mycromesh® plus biomaterial. Medical records from (B)(6) 1997 through (B)(6) 2004 were not provided. Patient information: medical history: 1996: motor vehicle accident with major abdominal trauma. Surgical procedures: date unknown: appendectomy. 1996: three abdominal surgeries for liver injury. (B)(6) 1997: repair of multiple ventral incisional hernias with bi-layer gore-tex mesh. Implant: 4 devices, #1 captured as gore-tex® soft tissue patch (referred to as ¿gore-tex mesh¿, product ID indecipherable), #2 captured as gore-tex® soft tissue patch (referred to as ¿gore-tex mesh¿, product ID indecipherable), #3 captured as gore® mycromesh® plus biomaterial (referred to as ¿gore-tex mesh¿; records show use of ¿fenestrated micro-mesh", ¿impregnated with antibacterial solution¿, product ID indecipherable), #4 captured as gore® mycromesh® biomaterial (referred to as ¿gore-tex mesh¿; records show ¿fenestrated micro-mesh", product ID indecipherable). Implant #1, #2, #3, #4 preoperative complaints: (B)(6) 1997: ¿presented to the office complaining of a bulge just to the left of the midline of the umbilicus. He was evaluated and scheduled for surgery. Abdomen; soft, bulge left mid abdomen lateral to the umbilicus, three fingerbreadth defect. Reduces easily, increases on valsalva. It possibly encompasses the umbilicus. Incisional hernia. S/p multiple operations.¿ ¿over a year ago was in a motor vehicle accident and had major abdominal trauma. He underwent three abdominal operations for liver injury. He presented to the office recently with a bulge just lateral to his umbilicus. He was found to have an incisional hernia, was evaluated, and scheduled for surgery.¿ implant #1, #2, #3, #4 procedure: repair of multiple ventral incisional hernias with bi-layer gore-tex mesh. [Implant: 4 devices, #1 captured as gore-tex® soft tissue patch (referred to as ¿gore-tex mesh¿, product ID indecipherable), #2 captured as gore-tex® soft tissue patch (referred to as ¿gore-tex mesh¿, product ID indecipherable), #3 captured as gore® mycromesh® plus biomaterial (referred to as ¿gore-tex mesh¿; records show use of ¿fenestrated micro-mesh", ¿impregnated with antibacterial solution¿, product ID indecipherable), #4 captured as gore® mycromesh® biomaterial (referred to as ¿gore-tex mesh¿; records show ¿fenestrated micro-mesh", product ID indecipherable)]. Implant #1, #2, #3, #4 date: (B)(6) 1997 [hospitalization (B)(6) 1997]. Description of hernia being treated: ¿the patient had midline incision from the xiphoid to just above the symphysis pubis. There was a bulge just to the left of the umbilicus. An elliptical incision was made beginning at the mid upper abdomen, around the incision, around the umbilicus, down toward the symphysis and carried through the skin and subcutaneous tissue. The old scar with the umbilicus was removed. A small defect was then seen just to the left of the umbilicus. The fascia was grasped and opened superiorly. There were abdominal wall adhesions. These were taken down as we went. We opened up to the mid upper abdomen and down to the mid lower abdomen below the umbilicus. There was a fairly large defect lateral to the umbilicus and there was bowel and omentum stuck in that. This was taken down with sharp dissection. Adhesions were taken off the left abdominal wall using sharp dissection and off the right abdominal wall with sharp dissection. The good fascia was very laterally (sic) on each side. We felt superiorly and there were several hernias in the abdominal wall superiorly, so therefore we ended up opening the fascia all the way to the xiphoid. As mentioned, there were multiple hernias. The adhesions were cleaned off the abdominal wall completely around the incision laterally and superiorly and inferiorly. We also opened the incision inferiorly almost down to the pubis. The fascia was very thin near the midline and a lot of fascia was totally excised. At this time we had a large defect encompassing the whole abdominal wall. When we pulled the fascia together it was too tight, so therefore we felt we had to do a primary mesh repair.¿ implant size and fixation: ¿we decided to do a two layer with the smooth gore-tex mesh on the inside and the fenestrated micro-mesh on the outside. The mesh that we used was 1.0 mm thick. The first piece of mesh was taken and placed inside the fascia and laid over the bowel. It was sutured to the fascia with large fascial stitches with #0 gore-tex running suture. This was done superiorly and then down each side about half way down the defect. Another large piece of mesh was taken and placed inside the fascia and over the bowel. We sutured mesh to mesh across the midline with #0 gore-tex running suture. Then the mesh was sutured to the fascia on each side and inferiorly with #0 gore-tex running suture. This formed a nice covering over the bowel with good fascial bites and good strong repair. We then took some fenestrated micro-mesh which was 1.0 mm thick. The top one was impregnated with antibacterial solution. This was sutured on top of the fascia with #0 gore-tex running sutures beginning superiorly and then down each side about midway down the defect. Another piece of fenestrated micro-mesh was taken and laid inferior to that. Mesh was sutured to the mesh transversely with #0 gore-tex suture and then sutured to the fascia with #0 gore-tex running suture on each side and then inferiorly. This formed a nice tight bi-layer covering of mesh. The wound was irrigated thoroughly with kefzol solution. Hemostasis was maintained. Three jackson-pratt drains were laid in and brought out through the abdominal wall and sutured with #2-0 silk suture.¿ (B)(6) 1997: pathology. ¿sections of the abdominal scar show skin with an intact mature keratinizing stratified squamous epidermis. Within the dermis there is dermal fibrosis consistent with clinical diagnosis of scar. Sections of the omentum show mature adipose tissue with focal hemorrhage and focally covered by a connective tissue showing fibrosis with hyalinization.¿ (B)(6) 1997: discharge summary: ¿underwent repair of multiple ventral incisional hernias with placement of two layers of gore-tex mesh. His post-operative course has been absolutely benign. He is now tolerating a regular diet and ready for discharge. His wound looks good and half of his staples have been removed. His jackson-pratt drains are still in. Draining 60 cc a day.¿ medical records from (B)(6) 1997 through (B)(6) 2004 were not provided. Explant #1, #2, #3, #4 preoperative complaints: (B)(6) 2004: operative indications. ¿status post exploratory laparotomy for a grade IV liver laceration from an mvc [motor vehicle collision] in 1996 with subsequent ventral hernia repair with gore-tex mesh the following year. He apparently noted some fatigue and was found to have an infection on cat scan three months ago. CT-guided drains placed, two with culture positive for pseudomonas. Has been on IV meropenem through a PICC line for the past two months and was referred to us for further treatment which consisted of scheduling for removal of the infected mesh.¿ CT scan and CT-guided diagnostic procedure records, culture records and treatment records, for the above outlined episode of care, have not been provided. Explant #1, #2, #3, #4 procedure: removal of infected gore-tex mesh, placement of absorbable mesh and repair of recurrent ventral incisional hernia. Explant #1, #2, #3, #4 date: (B)(6) 2004. ¿a midline incision was performed through his old incision incising the scar, carried down to the gore-tex mesh. The gore-tex mesh was entered and there was an abscess cavity beneath the two layers of gore-tex mesh. There actually were two layers of gore-tex mesh sewn in with a pseudocapsule around it. This was opened midline and the pseudocapsule was carefully dissected bilaterally to the edge of the gore-tex mesh which was then removed from the fascial edges and care was taken not to injure the underlying bowel. The entire gore-tex was removed in this fashion, cutting sutures as they were encountered and removing them and draining the abscess cavity between the two layers of mesh. The bottom layer of gore-tex mesh was folded over on itself and the small bowel was densely adherent to this and the pseudocapsule was taken down from this with the bowel along with it and that is where the largest abscess cavity was and the gore-tex mesh was completely excised and passed off the field as specimen. The abdomen was then irrigated with several layers of saline. There was the recurrent ventral incisional hernia superior to the prior mesh up near the xiphoid.¿ (B)(6) 2004: pathology. ¿description of specimen: gortex mesh. Gross description: a single specimen is received in formalin labeled goretex mesh (for gross only) and consists of multiple fragments of slightly thick and smooth tan mesh material with identifiable suture. The entire specimen measures in aggregate approximately 30 cm x 12.5 x 0.3 cm in greatest dimension. A scant amount of soft material tissue is adherent which measures 4.0 x 2.5 x 0.5 cm. Microscopic description/comment: I have reviewed all diagnostic slides and have edited the gross and/or microscopic portion of this report as part of my pathologic assessment and final diagnosis. ICD 9: 996.60 infection inflammation. Device graft, unspec device.¿ conclusion: implant #3 ¿gore-tex mesh¿, ¿fenestrated micro-mesh", ¿impregnated with antibacterial solution¿ captured as gore® mycromesh® plus biomaterial it should be noted that the gore® mycromesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. This device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: [not decipherable]. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)] w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903 ¿ device explantation. H6: medical device component: g04088: membrane. Confirmed with outside psg that on 4/14/20 the claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided, and will be closed as ¿withdrawn¿. Medical records: the known medical records span july 24, 1997 through january 18, 2007 and not all records received in this time span are relevant to the two unknown gore devices, the gore® mycromesh® biomaterial, or the gore® mycromesh® plus biomaterial. Medical records from july 31, 1997 through june 10, 2004 were not provided. Patient information: medical history: 1996: motor vehicle accident with major abdominal trauma. Surgical procedures: date unknown: appendectomy. 1996: three abdominal surgeries for liver injury on (B)(6) 1997: repair of multiple ventral incisional hernias with bi-layer gore-tex mesh. Implant: 4 devices, #1 captured as gore-tex® soft tissue patch (referred to as ¿gore-tex mesh¿, product ID indecipherable), #2 captured as gore-tex® soft tissue patch (referred to as ¿gore-tex mesh¿, product ID indecipherable), #3 captured as gore® mycromesh® plus biomaterial (referred to as ¿gore-tex mesh¿; records show use of ¿fenestrated micro-mesh", ¿impregnated with antibacterial solution¿, product ID indecipherable), #4 captured as gore® mycromesh® biomaterial (referred to as ¿gore-tex mesh¿; records show ¿fenestrated micro-mesh", product ID indecipherable). Implant #1, #2, #3, #4 preoperative complaints: on (B)(6) 1997: ¿presented to the office complaining of a bulge just to the left of the midline of the umbilicus. He was evaluated and scheduled for surgery. Abdomen; soft, bulge left mid abdomen lateral to the umbilicus, three fingerbreadth defect. Reduces easily, increases on valsalva. It possibly encompasses the umbilicus. Incisional hernia. S/p multiple operations.¿ ¿over a year ago was in a motor vehicle accident and had major abdominal trauma. He underwent three abdominal operations for liver injury. He presented to the office recently with a bulge just lateral to his umbilicus. He was found to have an incisional hernia, was evaluated, and scheduled for surgery.¿ implant #1, #2, #3, #4 procedure: repair of multiple ventral incisional hernias with bi-layer gore-tex mesh. [Implant: 4 devices, #1 captured as gore-tex® soft tissue patch (referred to as ¿gore-tex mesh¿, product ID indecipherable), #2 captured as gore-tex® soft tissue patch (referred to as ¿gore-tex mesh¿, product ID indecipherable), #3 captured as gore® mycromesh® plus biomaterial (referred to as ¿gore-tex mesh¿; records show use of ¿fenestrated micro-mesh", ¿impregnated with antibacterial solution¿, product ID indecipherable), #4 captured as gore® mycromesh® biomaterial (referred to as ¿gore-tex mesh¿; records show ¿fenestrated micro-mesh", product ID indecipherable)]. Implant #1, #2, #3, #4 date: july 24, 1997 [hospitalization (B)(6) 1997]. Description of hernia being treated: ¿the patient had midline incision from the xiphoid to just above the symphysis pubis. There was a bulge just to the left of the umbilicus. An elliptical incision was made beginning at the mid upper abdomen, around the incision, around the umbilicus, down toward the symphysis and carried through the skin and subcutaneous tissue. The old scar with the umbilicus was removed. A small defect was then seen just to the left of the umbilicus. The fascia was grasped and opened superiorly. There were abdominal wall adhesions. These were taken down as we went. We opened up to the mid upper abdomen and down to the mid lower abdomen below the umbilicus. There was a fairly large defect lateral to the umbilicus and there was bowel and omentum stuck in that. This was taken down with sharp dissection. Adhesions were taken off the left abdominal wall using sharp dissection and off the right abdominal wall with sharp dissection. The good fascia was very laterally (sic) on each side. We felt superiorly and there were several hernias in the abdominal wall superiorly, so therefore we ended up opening the fascia all the way to the xiphoid. As mentioned, there were multiple hernias. The adhesions were cleaned off the abdominal wall completely around the incision laterally and superiorly and inferiorly. We also opened the incision inferiorly almost down to the pubis. The fascia was very thin near the midline and a lot of fascia was totally excised. At this time we had a large defect encompassing the whole abdominal wall. When we pulled the fascia together it was too tight, so therefore we felt we had to do a primary mesh repair.¿ implant size and fixation: ¿we decided to do a two layer with the smooth gore-tex mesh on the inside and the fenestrated micro-mesh on the outside. The mesh that we used was 1.0 mm thick. The first piece of mesh was taken and placed inside the fascia and laid over the bowel. It was sutured to the fascia with large fascial stitches with #0 gore-tex running suture. This was done superiorly and then down each side about half way down the defect. Another large piece of mesh was taken and placed inside the fascia and over the bowel. We sutured mesh to mesh across the midline with #0 gore-tex running suture. Then the mesh was sutured to the fascia on each side and inferiorly with #0 gore-tex running suture. This formed a nice covering over the bowel with good fascial bites and good strong repair. We then took some fenestrated micro-mesh which was 1.0 mm thick. The top one was impregnated with antibacterial solution. This was sutured on top of the fascia with #0 gore-tex running sutures beginning superiorly and then down each side about midway down the defect. Another piece of fenestrated micro-mesh was taken and laid inferior to that. Mesh was sutured to the mesh transversely with #0 gore-tex suture and then sutured to the fascia with #0 gore-tex running suture on each side and then inferiorly. This formed a nice tight bi-layer covering of mesh. The wound was irrigated thoroughly with kefzol solution. Hemostasis was maintained. Three jackson-pratt drains were laid in and brought out through the abdominal wall and sutured with #2-0 silk suture.¿ on (B)(6) 1997: pathology. ¿sections of the abdominal scar show skin with an intact mature keratinizing stratified squamous epidermis. Within the dermis there is dermal fibrosis consistent with clinical diagnosis of scar. Sections of the omentum show mature adipose tissue with focal hemorrhage and focally covered by a connective tissue showing fibrosis with hyalinization.¿ on (B)(6) 1997: discharge summary: ¿underwent repair of multiple ventral incisional hernias with placement of two layers of gore-tex mesh. His post-operative course has been absolutely benign. He is now tolerating a regular diet and ready for discharge. His wound looks good and half of his staples have been removed. His jackson-pratt drains are still in. Draining 60 cc a day.¿ medical records from july 31, 1997 through june 10, 2004 were not provided. Explant #1, #2, #3, #4 preoperative complaints: on (B)(6) 2004: operative indications. ¿status post exploratory laparotomy for a grade IV liver laceration from an mvc [motor vehicle collision] in 1996 with subsequent ventral hernia repair with gore-tex mesh the following year. He apparently noted some fatigue and was found to have an infection on cat scan three months ago. CT-guided drains placed, two with culture positive for pseudomonas. Has been on IV meropenem through a PICC line for the past two months and was referred to us for further treatment which consisted of scheduling for removal of the infected mesh.¿ CT scan and CT-guided diagnostic procedure records, culture records and treatment records, for the above outlined episode of care, have not been provided. Explant #1, #2, #3, #4 procedure: removal of infected gore-tex mesh, placement of absorbable mesh and repair of recurrent ventral incisional hernia. Explant #1, #2, #3, #4 date: (B)(6) 2004 . ¿a midline incision was performed through his old incision incising the scar, carried down to the gore-tex mesh. The gore-tex mesh was entered and there was an abscess cavity beneath the two layers of gore-tex mesh. There actually were two layers of gore-tex mesh sewn in with a pseudocapsule around it. This was opened midline and the pseudocapsule was carefully dissected bilaterally to the edge of the gore-tex mesh which was then removed from the fascial edges and care was taken not to injure the underlying bowel. The entire gore-tex was removed in this fashion, cutting sutures as they were encountered and removing them and draining the abscess cavity between the two layers of mesh. The bottom layer of gore-tex mesh was folded over on itself and the small bowel was densely adherent to this and the pseudocapsule was taken down from this with the bowel along with it and that is where the largest abscess cavity was and the gore-tex mesh was completely excised and passed off the field as specimen. The abdomen was then irrigated with several layers of saline. There was the recurrent ventral incisional hernia superior to the prior mesh up near the xiphoid.¿ on (B)(6) 2004: pathology. ¿description of specimen: gortex mesh. Gross description: a single specimen is received in formalin labeled goretex mesh (for gross only) and consists of multiple fragments of slightly thick and smooth tan mesh material with identifiable suture. The entire specimen measures in aggregate approximately 30 cm x 12.5 x 0.3 cm in greatest dimension. A scant amount of soft material tissue is adherent which measures 4.0 x 2.5 x 0.5 cm. Microscopic description/comment: I have reviewed all diagnostic slides and have edited the gross and/or microscopic portion of this report as part of my pathologic assessment and final diagnosis. ICD 9: 996.60 infection inflammation. Device graft, unspec device.¿ conclusion: implant #3 ¿gore-tex mesh¿ [496644], ¿fenestrated micro-mesh", ¿impregnated with antibacterial solution¿, captured as gore® mycromesh® plus biomaterial. It should be noted that the gore® mycromesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Product identification information was provided for these devices; however, the records were illegible and thus they could not be confirmed but are determined to be gore devices. Furthermore, these devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records could not be performed as product type and/or valid lot numbers were not confirmed. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: [not decipherable]. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1997: (B)(6) hospital. (B)(6) , md. X-ray, left knee. Findings: the bones and soft tissue of the left knee are normal. Impression: normal left knee exam . (B)(6) 1997: (B)(6) hospital. (B)(6) , md. Pathology. Pathologic diagnosis: skin lesion, upper mid back, excision: dermal nevus. Skin lesion, lower mid back, excision: dermal nevus. Clinical history: 14 year old [sic] male with nevi ¿ upper mid back and lower mid back. Gross examination: two specimens are received in formalin, the first is labeled ¿lesion upper mid back¿. Specimen consist of a tan ellipse of skin with a raised brown lesion on the external surface. The lesion is keratotic and non-ulcerated. The specimen measures 1.4 x 0.6 x 0.3 cm., and the lesion measures 0.6 x 0.6 cm. The margin is inked and the specimen is sectioned serially and submitted in toto [sic] in a teabag cassette labeled a. Second specimen is labeled ¿lesion lower mid back¿. Specimen consist of a tan ellipse of skin with a raised brown lesion on the external surface. The ellipse measures 6 x 4 mm., and the lesion measures 4 x 4 x 2 mm. The margin is inked. The specimen is sectioned serially and submitted in toto [sic] in teabag. Microscopic examination: sections of both specimens demonstrate fragments of skin lined by stratified squamous epithelium with hyperkeratosis and occasional pseudohorn cysts. The epithelium demonstrates a reticulated pattern within the superficial dermis, the dermis at this point house a proliferation of benign nevus cells with superficial melanin incontinence and nevocellular giant cells. The nevus cells demonstrate maturation towards the base of each lesion, and extends to one inked dermal margin in each specimen. The deep margin of each specimen is not identified. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® mycromesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.